Event description:
Reference number (B)(4). Event occurred in israel it was reported that the patient faced a crimped cannula event on (B)(6) 2025 where cannula was crimped. The site was patient's abdomen and infusion set was used for one day. No further information available.

Manufacturer narrative:
H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure. E1: patient city: (B)(6). Patient country: israel.